Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was confirmed (via event logs). The printed circuit board (pcb) supervisor was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to psc supervisor. However, how or when the components became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system's top illuminator did not function. It is unknown when the issue occurred. Additional information has been requested but not received to date.